Event description:
It was reported that during setup for a surgical procedure at the user facility, the irrigation wheel was not working. A lack of irrigation in the device is known to cause overheating. The user facility reported that the procedure was completed successfully without a [clinically significant] delay, and that there were no adverse consequences or medical intervention.

Manufacturer narrative:
Follow up being submitted for investigation results.

Event description:
It was reported that during setup for a surgical procedure at the user facility, the irrigation wheel was not working. A lack of irrigation in the device is known to cause overheating. The user facility reported that the procedure was completed successfully without a [clinically significant] delay, and that there were no adverse consequences or medical intervention.